Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013 in the bile duct. According to the complainant, during the procedure the stent failed to deploy. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; push catheter broke.

Manufacturer narrative:
(B)(4). Through a visual observation, it was noted that the push catheter was kinked, and detached from the hub. The proximal flared end remained. The guide catheter was noted to have been bent. A functional analysis evaluation found that the guide catheter was able to be extended and retracted while grasping the push catheter extrusion. However, the device would not extend or retract when grasping only the hub. An exact root cause could not be determined, however, the noted damage is likely due to the device being utilized under tortuous condition due to patient anatomy or customer use/manipulation/maneuvering. It is also possible the device was subjected to tensile forces greater than the stated minimum tensile load. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.